Manufacturer narrative:
(B)(4). Products were returned and pending qc investigation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with all tests results. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/16/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: 160 mg/dl, date: (B)(6) 2020, time: 9:44 pm, non-fasting. Result 2: 208 mg/dl, date: (B)(6) 2020, time: 7:41 pm, non-fasting. Result 3: 260 mg/dl, date: (B)(6) 2020, time: 7:40 pm, non-fasting. Result 4: 198 mg/dl, date: (B)(6) 2020, time: 7:38 pm, non-fasting. Result 5: 104 mg/dl, date: (B)(6) 2020, time: 7:30 pm, non-fasting.

Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.